Event description:
Revision hip replacement: original surgery was performed in 2008. Revision was performed on (B)(6) 2014 . Reason for revision: dislocation. The product specialist has advised that that the hip was dislocating because of malpositioning of the acetabular component and subsidence of the femoral stem. Apart from this update, no further information is available for this case.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the provided product/lot code combinations. Review of device history records found no related manufacturing deviations or anomalies. It was initially reported the acetabular component was malpositioned and caused the reported dislocation. Femoral subsidence was reported as well. Positioning cannot be commented upon as no patient x-rays have been provided. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.